Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to implant broke, pegs on patella broke and were floating.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00530; 130-03-726, s801-device cracked/broke revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.